Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mom reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 450 mg/dl at the time of incident. Customer¿s mom reported that they received insulin flow blocked alarm. Customer¿s mom reported that the alarm did not occur during fill tubing. Customer¿s mom reported that the event was resolved by complete set changed. Customer¿s mom stated the insulin pump had cosmetic damage. Customer¿s mom reported that the insulin pump had a crack going down the back of battery compartment. Customer treated with manual injection. The customer¿s mom was assisted with troubleshooting and declined for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.